Event description:
A surgeon reported several instances of rainbow glare after treatment on the femtosecond laser. It is unk how many occurrences, or the outcome of the events, as no additional info has been received after several attempts to gather details.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).